Manufacturer narrative:
There is no indication of any system or component failure. During the procedure to replace the system, the physician verbalized that possibly the components had not been properly sutured in place during the initial implant. There are no reported device failures or surgical tool failures during the revision procedure. The procedure was halted due to physician decision only.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. The patient had participated in a successful trial phase with nalu in which good pain relief was reported. On (B)(6) 2024 a nalu representative attempted to activate the permanent system and found the implantable pulse generator (ipg) and external therapy discs were not maintaining consistent communication, thus causing inconsistent therapy to be delivered. Troubleshooting was not successful and the patient and physician elected to schedule a system revision due to suspected ipg migration. On (B)(6) 2024 the patient was prepped for a surgical revision. The existing ipg was visually confirmed during the procedure to have migrated beyond the depth recommended for optimal communication and additionally the existing leads were verified to have significantly migrated away from the intended nerve target. The system was removed and a new system was prepped for replacement. The physician inserted the needle to place the first replacement lead and then stated he was not comfortable with the procedure and aborted the replacement. The case was closed after having explanted the original system and without placing a new system.